Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient's device is not working and they no longer uses it technical service reviewed MRI is not recommended and recommended patient follow up with managing hcp regarding device issue.